Event description:
Customer reports that fluoro dropped out during an unk type of procedure. Pt was moved to another room and procedure completed.

Manufacturer narrative:
Liebel flarsheim manufacturing report. Field service engineer discussed problem with customer biomed and possible solutions. Biomed decided to purchase from a third party and install himself. L f qa reports, per the customer biomed, "the problem was an inapproprate "fluoro interlock" condition, I suspect caused by a had relay on that board. We replaced the x-ray interface board." Unit returned to full service, no further issue reported.